Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was unresponsive. The technical support specialist (tss) identified that the screen was not on black screen and provided the root cause to the customer that it was due to "microsoft-windows-kernel-power" (internal battery) having an issue and customer authorized to close the case. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen was unresponsive. However, there were no delays or adverse events or injuries reported based on this event.